Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and customer stated receiving unspecified pump error before receiving critical pump error. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Upon battery installation, unit alarmed critical pump error (open book image). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool reveals that pump error 35 alarm was found on 06/19/2025 14:27:00.000. Line=478 file=121. Pump error 53 was also found on 05/30/2025 21:03:22.000 and 05/30/2025 21:04:30.000. Line=5632 file=2005. Per software engineering log, pump error 53 was due to 3 sequential pump error 53; pe 53 (2005/5632) duplicate of row 98 (software issue). Lastly, pump error 63 was found in adapt on 05/30/2025 21:02:12.000. Line=341 file=522. Per software engineering log, pump error 63 was due to arm watchdog failure (1 st byte code = 0xc = 12); isolate to electronic assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water caused moisture damage to electronic assemblies, motor gold traces, and force sensor gold traces, leading to the critical pump error (open book image) alarm. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, broken belt clip rails, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were confirmed when the unit came in with critical pump error (open book) alarm caused by moisture damage on electronic assembly. Additionally, customer's allegations of other alarms were confirmed when pump error 35, 53, and 63 were noted in adapt during download history review. Isolate to electronic assembly. For additional information regarding the tests performed refer to (B)(4)¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.